Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, pt's father reported pt noticed the infusion set cannulas were bending and kinking while using a shorter infusion set cannula. Father stated this caused the pt's blood glucose to go up to the 400's mg/dl. Pt's normal blood glucose is 150 mg/dl. Father reported the pt would change the infusion site and bolus to treat himself. Father stated there were no issues with the preparation or insertion of the infusion set. Father reported the infusion sites leak and the pt's blood glucose became elevated. Pt uses the insertion assist plus device to insert the infusion sets. Father stated the pt experienced these issues more than once. Pt no longer has the alleged infusion sets. The pt did not require assistance from a healthcare professional or second party to address the issue. Replacement infusion sets sent; no product return was requested.